Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer high blood glucose level was 30 mmol/l and other blood glucose was 5.6 mmol/l. Customer reported that they waited an hour and a half for the 2nd calibration and got the change sensor error and after putting on a new sensor and same thing occurred. Customer would not like to continue troubleshooting. Customer did not received a sensor updating or sensor glucose value not available alert. Customer did received a calibration not accepted alert. Customer did received a change sensor alert. The insulin pump will not be returned for analysis.